Event description:
With normal impedances and the lead at the t9-t10 level, the pt experienced anterior stimulation and had to go to 8 volts to feel paresthesias. They suspected swelling, etc. And planned to revisit the issue after about a week and re-evaluate. The pt was returned to surgery in 2008; the lead was directed downward from the original laminotomy at t10-t11 and better coverage was achieved. The pt was doing fine after the revision and recovered without sequela.